Event description:
Clinic notes were received for patient's vns surgery referral. Per vns interrogation, the battery is approaching end of service and high impedance was observed. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator and lead replacement surgery. Prior to surgery, the operating room specialist interrogated the generator, which showed high impedance. He then performed a system diagnostic test which showed both high impedance and neos - yes. The surgeon performed generator and lead replacement and mentioned that the lead looked like it was in a knot and that he had never seen anything like it. The impedance after replacement was 2000 ohms. The explanted devices have not been received to date.